Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, unit passed basic occlusion test and displacement test. However, unable to prime unit during prim test due to faulty force sensor (gold). Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 189 mg/dl. Customer stated they are unable to exit the preparing to prime loop. Customer did not receive 2nd series of beep nor did numbers appear on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.